Manufacturer narrative:
The stellar device was returned to resmed for an investigation. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference: (B)(4).

Manufacturer narrative:
Resmed requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to verify the reported malfunction. If further information becomes available, a supplemental report will be submitted. Resmed reference: (B)(4).

Event description:
It was reported to resmed that a patient using a stellar 150 device expired. It was reported that on the day of the incident, an unknown alarm was triggered, and although the mask was replaced with temporary improvement in the patient's condition, the alarm reoccurred. The patient became unresponsive, with facial disfigurement and the presence of phlegm and food residue on the mask. The attending physician was called, and oxygenation briefly improved; however, hypoxia progressed, leading to cardiac arrest. CPR was initiated, but the patient was pronounced deceased. A large amount of food residue was aspirated post-resuscitation. Further information including the type of alarm triggered has not been made available to resmed.